Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had static pops up on the monitor when it gets plugged in. The issue occurred during set up, before patient in room. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: leak. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the static image was due to faulty cable. In addition, leak was due to hole on the cable which finally leads to cause traced to component failure. The most probable cause is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer